Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was replaced at the customer's site. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not able to confirm when testing the device, but the error logs did confirm the alarm had occurred on the device. Performing the test tool addressed the issue. Additional findings not related to the malfunction/issue was the flow sensor "was in very clean status" but it was proactively replaced on the device. The following actions were performed on the device: final test, battery and valve checks, run-in tests, and cleaning of the device. The device was confirmed to be operating properly.